Event description:
It was reported that the wake button was sticking and often unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that the pump battery was depleting quickly. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.